Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with moderate superior diffuse lamellar keratitis (dlk) across cornea, central, in the right eye. Clinic recommended patient go to to another clinic to have flap lift and rinse however, patient (and husband) refused. The topical steroid dosage was increased and prednisone tablets with taper was given. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient expressed concerns due to previous non-eye related surgical issues. Clinic provided reassurance and patient was scheduled for a flap lift and irrigation on (B)(6) 2017. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/25 -1.25 x -.75 x 4, left eye pre-op 20/25 -1.25 x -.75 x 7. This report is for the intralase system. A separate report is being submitted for the visx laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 2/28/2007 however, the manufacturing site has provided the date as december 2007.